Manufacturer narrative:
(B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog. Lot number, UDI number and expiry date unknown / not provided. PMA/510(k) number not available. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to infection

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR 0002023141-2021-00865.

Event description:
No further event information is available at the time of this report.